Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00595203012 - articular surface use with plate 3,4 size yellow/c-h 12 mm height ¿ 64000591, unknown - unknown femoral component - unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent knee revision approximately 4 months post implantation due to tibial component subsidence. The tibial component was removed and replaced.